Event description:
It was reported that black foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter packaging before use. The following information was provided by the initial reporter, translated from japanese to english: "the customer found black fm in an unopened package."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unopened unit and seven photos. Upon visual inspection, it was found that black particulate was embedded into the grip of the device confirming the reported defect. The material was determined to be a non-foreign, burnt particulate resin. These specks are a result of material build up on the barrel/screw breaking free during the molding process. Molds are purged between lots to reduce buildup. The observed defect was not in the fluid path and does not affect fit, form, or function of the product. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found in the bd insyte¿ autoguard¿ bc shielded IV catheter packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer found black fm in an unopened package."